Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.this report is associated with MFR report number: 3005168196-2015-01302.

Event description:
The patient was undergoing a coil embolization procedure in the hypogastric artery using pod8 coils. During the procedure, the physician was unable to advance the first two pod8 coils through another manufacturer's microcatheter and decided to resheath both coils. While resheathing the two pod8 coils back into their introducer sheaths, the hospital technician felt that the coils were "gritty" and did not resheath easily. The procedure was completed using a new pod8 coil and new ruby coils. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Result: the pet lock on the proximal end of the pod8 pusher assembly was intact; the pusher assembly was kinked approximately 16.5 cm from the proximal end; the introducer sheath was ovalized approximately 4.0 cm from the distal tip; the coil was intact with the pusher assembly. Conclusion: evaluation of the returned devices revealed that the pusher assemblies to the pod8s, and the non-penumbra device were damaged. The damage to the pusher assemblies typically occurs due to improper handling during use. If the pod8s were advanced through a damaged device, damage such as this may occur. The outer diameter for both pod8s were measured and found to be within specification. During the functional analysis, the pod8's were advanced out of the sheaths and no grittiness was felt. The pod8's are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.